Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device used in a veterinary case - no patient information will be reported. The device lot number is unknown, therefore a mre review could not be performed. Also, a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure, no manufacturing record evaluation is required. Visual inspection: the cruciform screwdriver holding sleeve was received at us customer quality (cq). Upon visual inspection, a flute of the tip of the blade (component 313_99_1) has broken off. No other defect was observed. Dimensional inspection: no dimensional inspection was performed due post manufacturing damage of the device. Document/specification review: current revisions were reviewed. As the lot number was unknown, the manufactured drawing was reviewed. No design issues or discrepancies were identified from the review of the current drawings. Investigation conclusion: this complaint is confirmed as the flute of the tip has broken off. Although no definitive root cause could be determined based on the provided information, it is likely that the device experienced unintended forces during use. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the cruciform screwdriver holding sleeve broke. It is unknown when and where the issue was discovered. It is unknown if there is patient nor procedure involvement. This complaint involves one (1) device. This report is for (1) cruciform screwdriver holding sleeve. This report is 1 of 1 for (B)(4).